Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the threaded front section of the glenosphere holder - piston is indeed completely broken off. The broken surface is smooth and the level fracture area shows shear lips at the edge of the surface. This is specific to a ductile fracture, which is caused by an excessive force applied on the device. A review of the device history for the reported lot did not indicate any abnormalities. However, due to multiple impactor breakages, a non-conformity has been raised for further investigation of the multiple events. No further action required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by an inadequate engagement of the glenospehere holder/impactor, which caused a misalignment of the device, and thus the breakage of the impactor. If any further information is provided, the investigation report will be updated.

Event description:
Primary procedure, right reverse shoulder. It was reported that the impactor/ inserter was used to position the glenoid on the baseplate. It is unknown if the construct was impacted. The threaded portion of the instrument broke off in the glenosphere. As the glenosphere was not fully locked into the baseplate, it was able to be removed. A second glenosphere was used with the broken impactor/ inserter to position the new glenosphere, and a second impactor was used to fully seat the implant. Surgery was completed with a delay of less than one minute.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Primary procedure, right reverse shoulder. It was reported that the impactor/ inserter was used to position the glenoid on the baseplate. It is unknown if the construct was impacted. The threaded portion of the instrument broke off in the glenosphere. As the glenosphere was not fully locked into the baseplate, it was able to be removed. A second glenosphere was used with the broken impactor/ inserter to position the new glenosphere, and a second impactor was used to fully seat the implant. Surgery was completed with a delay of less than one minute.